Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician noted that the driveshaft was overheating. The overheating was most likely due to a defective bearing from the supplier. The handpiece was repaired and returned to the customer.

Event description:
On a repair work order it was reported by the customer that the bur guard melted. There were no reports of any adverse pt event associated with this malfunction.